Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was implanted using the 3 incision technique. The wounds were noted to have completely healed without complications during the perioperative period. The patient then developed redness and granulation at the sternal xiphoid incision line and the 2 wounds at the left edge of the sternum 7 months later. Temporary exposure of the electrode was observed, however, no signs of infection were observed. The patient was diagnosed with vasodilator granuloma associated with lead allergy. The wound was treated with ongoing steroid treatment. The wound was noted to not be completely healed and the patient was continuing follow up care at an outpatient clinic. No additional adverse patient effects were reported. This product remains implanted and in service.